Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pci procedure of the lcx/lad, a dissection occurred. When the second obtuse marginal artery was imaged, the catheter went very distal causing the artery to be dissected. The patient experienced chest pain. The dissection was diagnosed using fluoro and was treated medically. The patient was stable. There were no performance issues with any abbott devices.